Event description:
It was reported that asymptomatic patient presented to the or for device changeout due to eri. Externalized conductors were observed. Electrical measurements were normal. The patient will be monitored with routine follow-ups. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.